Manufacturer narrative:
The reported event of unexpected reset was confirmed. The device was received in reset conditions with appropriate remaining longevity.. The device was restored from service app to therapy app and the backup operation was found reproducible consistent with an integrated circuit anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, the implantable cardiac monitor (icm) had error messages displayed via a merlin programmer due to a device reset. The icm was removed and replaced. The patient was in a stable condition